Event description:
On (B)(6) 2015, the lay-user/patient contacted lifescan (lfs) (B)(4), alleging that his onetouch verio iq meter was not holding charge. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged power issue began at an unspecified date and time ¿one month ago¿ prior to contacting lfs. The patient informed the csr that he manages his diabetes with oral medication, diet and exercise. One week prior to the start of the meter not holding charge, the patient reported that he was experiencing ¿dizziness, feeling tired, needed to sit down and a sweet taste in his mouth¿ he detailed that he continued to experience these symptoms after the product issue began. He reported that since (B)(6) 2015, he decreased his intake of food/and/or drink. In response to his symptoms, the patient reported visiting his doctor and had his dose of oral medication increased by an unspecified amount and made changes to his diet. The patient denied that her blood glucose was tested with any other device. At the time of troubleshooting, the csr noted that the subject meter was not being used for the first time and there was no indication of misuse of the device. The csr documented that this was a recurring issue and the patient had charged the meter until the ¿charge complete¿ message had appeared and based on the patient¿s testing frequency and usage, the battery did not need to be recharged. The alleged meter issue remained unresolved. Replacement products were sent to the patient. Based on the information provided, there is no indication that the subject meter caused or contributed to a serious injury. The patient¿s reported symptoms do not meet lfs¿ serious injury criteria and began prior to the alleged product issue and they did not receive any medical intervention due to the reported issue. However, this complaint is being reported as a malfunction because the alleged meter issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
Follow-up # 1 - the meter involved with this complaint had no testing performed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.